Event description:
It was reported that during a review of the recorded episodes of this implantable cardioverter defibrillator (ICD), technical services (ts) noted there was an episode in which the shock therapy accelerated the rhythm into a ventricular fibrillation (vf), which was then terminated with additional shocks. Additionally, ts determined that there was some undersensing of the fine vf that did not delay therapy. Another recorded episode was suspected to be inappropriate anti-tachycardia pacing (atp) as well as shock therapy for what appears to be atrial fibrillation with rapid ventricular response. No additional adverse patient effects were reported. This device remains in service.